Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon investigation, a ¿display brightness problem¿ was encountered. It was identified that the cause was due to a burnt transformer on the inverter board. There was no burning smell noted. The cycler underwent a voltage test and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was black and flickering in and out during step 3 of setup. The patient reported that the screen would not turn on and after a while began to flicker in and out. The patient rebooted the cycler and reported that the ¿stop¿ and ¿ok¿ keys, as well as the arrow keys, lit up, however the screen was still black. The patient confirmed that the power cord was secure and there were no recent power outages in the area. The cycler was plugged into a three prong wall outlet which was not being shared. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would use manual therapy for treatment. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.